Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
It was reported that the patient had a gynecological procedure and mesh was implanted. It was reported that following insertion the patient experienced pain, bleeding, infection, urinary problems, bowel problems, dyspareunia and organ perforation. It was reported that on (B)(6) 2012 patient underwent excision of mesh from bladder wall and urethral wall. The patient also underwent suprapubic exploration with removal of the point of entrance of the mesh from fascia and periosteum of the pubic bone. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and unknown mesh was implanted on (B)(6) 2011 in order to treat genuine urinary stress incontinence, undesired fertility, and cystorectocele concurrently with a hysteroscopic bilateral sterilization, cystoscopy, anterior/posterior colporrhaphy with repair, perineoplasty, and implantation of 2x essure and 1x advantage. No additional information was provided.